Manufacturer narrative:
Date of death - estimated since unknown. Date of event - estimated since unknown. Munir mb, khan mz, darden d, et al. Contemporary procedural trends of watchman percutaneous left atrial appendage occlusion in the united states. J cardiovasc electrophysiol. 2021;32:83-92. Https://doi.org/10.1111/jce.14804.

Event description:
It was reported via literature that death occurred. The purpose of this literature was to determine trends in real-world utilization and in-hospital adverse events from watchman implantation since its approval by the food and drug administration in 2015. A total of 17 700 patients underwent watchman implantation from january 2015 to december 2017. Complications that occurred included vascular complications, death, pericardial effusion, cardiac tamponade, cardiac arrest, thrombus, cerebral vascular accident (cva), transient ischemic attack (tia) and device embolization.